Event description:
It was reported that (1) tct75 was used during a procedure. It was reported by the affiliate that the instrument blocked and unable to fire the instrument with original reload. Opened another device to complete the case. There was no adverse pt outcome.